Event description:
On (B)(6) 2009, the primary plif surgery (l5/s) was performed. The screws and rods used were claris spinal system from tokibo co., ltd. (Not stryker product). Only the cages (2 units) used are the stryker's product. On (B)(6) 2010, it was found from the x-ray for the post-op follow-up check that the cage fractured between l5 and s. But the bone fusion has been obtained completely and the surgeon decided and explained to the patient to leave the broken cage in the patient (no revision is planned). Two month ago (B)(4), there was no problem found with the cage at the follow up.

Manufacturer narrative:
This device is not marketed in the us, however, similar devices are. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.